Event description:
Review of the demipulse generator (model 103 and model 104) design history file (firmware and software detailed design) and design master record was performed and determined there is a discrepancy in the end of service longevity calculation projection. Two factors contributing to the reported event: bias in the parameter, used in the longevity calculation, loaded into the demipulse generator (refer to mfg report no. 1644487-2009-01770); and incorrect algorithm used by the model 250 programming system. This MDR report will address the model 250 software longevity calculation. During the investigation to evaluate the impact of this parameter on longevity estimates, the model 250 programming system software was determined to be a contributing factor to inaccurate eos was identified. The model 250 programming system does not use the vboost parameter reported by the generator. The model 250 programming system calculates its own estimate of vboost based on other info received from the generator and uses this to estimate time to eos (e.g., longevity). As a result, the estimate of time to eos for the model 250 programming system is biased relative to the actual time to eos based on the generator data. The root cause of bias between the time to eos projections for the generator and model 250 programming system appears to be due to an incorrect characterization during the design control phase. The accuracy of the algorithms was checked and compared only at the beginning of the pulse generator's life, not over its entire expected life. Had the characterization considered the entire expected life of the generator, the inaccuracy would likely have been noted and the algorithm appropriately modified.

Manufacturer narrative:
Review of the demipulse design history file (firmware and software detailed design) and design master record was performed. The review determined that an incorrect algorithm used by the model 250 programming system was in use. The root cause of bias between the time to eos projections for the generator and model 250 programming system appears to be due to an incorrect characterization during the design control phase.